Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet failed to advance in the atrial lead. The atrial lead was not used and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported event of stylet insertion failure was confirmed. A complete lead without a stylet was returned in one piece with the helix found retracted and clogged with blood/tissue. A stylet could not be fully inserted inside the lead due to blood found clogged in the inner coil at the distal region of the lead. The cause of the reported event was isolated to the inner coil clogged with blood. Electrical testing, visual examination and x-ray inspections of the lead were normal with no anomalies found.